Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: the pump's black box history showed that multiple pump reboot events occurred on 06/08/2015. Moisture was observed behind the display lens. The returned battery cap was secured to the pump and was able to maintain an electrical connection with the pump. The battery compartment was found to be cracked below the bumper pad. The pump case was also found to be cracked near the upper right corner of the display lens. No moisture was observed in the battery compartment. The pump powered on and immediately emited a call service 052 alarm. A leak test was performed and both a pump case and battery compartment leak were found at the cracks. The pump case was removed and moisture corrosion was found throughout the inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.